Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was flipped. The ins was revised and moved from the abdomen to the patient¿s back for their comfort. The revision occurred on (B)(6) 2018. The ins was depleted and was off since easter. The patient was going to wait until the incision site was healed to recharge the ins. No further complications were reported.